Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). A manufacturing record evaluation was performed for the finished device rc2dat/ vcp496h32 and no non conformance / manufacturing irregularities related to the malfunction were identified. Summary: thirty-five packets of product code vcp496 were returned with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 275 g/m. Events were submitted via 2210968-2021-11782, 2210968-2021-11784 and 2210968-2021-11785.

Event description:
It was reported that the patient underwent a cardiovascular/battery change of a defibrillator procedure on (B)(6) 2021 and the suture was used. During use, the suture kept breaking. Another like suture was used to complete the procedure. There were no patient consequences.